Manufacturer narrative:
(B) (4). (B) (4). Damaged feeder shoe the analysis results for the device found that the device was returned non-functional. The device was cycled and fed 11 conforming clips and stopped feeding. The device was disassembled and the feeder shoe tang was found to be bent, causing the feeding issue. Possible causes for this condition may be accumulation of dried blood or tissue in the track or actuating the trigger while the jaws are closed in a trocar or molded end cap. This could also result if the tips are buried in tissue when actuation of the trigger occurs. It should be noted, that the jaws need to be fully open in order for the next clip to be properly fed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic bilaterial varicosal procedure. The device fired two clips crooked and then the device locked up. It is unknown if the device is on tissue or how it was removed. Another device was used to complete the case. There was no adverse consequence to the patient.